Manufacturer narrative:
Adaptor model 7495-66, serial# (B)(4), implanted: (B)(6) 1998, explanted: unk, adaptor model 7495-66, serial# (B)(4), implanted: (B)(6) 1998, explanted: unk, adaptor model 74001, lot# n287470, implanted: (B)(6) 2012, explanted: unk, recharger model 37754, serial# (B)(4), lead model 3587a, lot# l46615, implanted: (B)(6) 1997, explanted: unk. (B)(4).

Event description:
It was reported that patient had their implantable neurostimulator (ins) system explanted due to infection. Additional information was requested, but was not available at the time of this report.